Manufacturer narrative:
The device involved was discarded at the facility and cannot be returned for evaluation. Pictures are not available and the lot number is unknown. Without the lot number the age of the device is unknown. The customer is unsure when the screw fell out of the device. Received via FDA user facility report# 2600320000-2023-8082. There has been a total of (B)(4) sold of all lots with 1 additional complaint recorded for 8 instruments (B)(4). The previous complaint for 8 instruments were all aged devices that had significant signs of use. Based on the information that we have received thus far, this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a follow up report will be submitted.

Event description:
The customer alleged that during a pancreatic transplant, the clip of the bookwalter ratchet would not secure properly to the ring. Upon further inspection of the ratchet, it was noticed that a small screw was missing. This occurred at the first use of the device during the procedure, so it is unknown if the screw fell out during that procedure or previously. There was no affect on the patient.